Manufacturer narrative:
(B)(4). The outflow graft is packaged as part of the lvad kit, the device unique identifier for the lvad kit is listed. Approximate age of device: 1 day. The device was returned for analysis. Evaluation is not complete. The patient remains on support, and no additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during initial implant, the surgeon was unable to connect the outflow graft nut to outflow elbow of the lvad. The blue colored nut was able to be threaded onto the outflow elbow of the lvad, but it only exhibited 3-4 ''clicks'' in the ratcheting phase of securement of the nut - usually there are many more clicks and many more rotations. The connecting nut only produced several clicks and not even one rotation after the clicking and ratcheting started. It was reported that the concern was that there would potentially be leakage from the outflow graft and outflow elbow interface. The surgeon opted to try a new outflow graft, and it easily threaded and was secured in the usual fashion. This event took place late in the case right before the lvad was turned on, when the surgeon went to hook up the outflow graft to the lvad.

Manufacturer narrative:
The pump remains in use supporting the patient. The report of being unable to connect the outflow graft nut to the outflow elbow of the lvad during the implant procedure was confirmed during the evaluation of the returned device. Visual inspection of the outflow graft attachment screw ring found that the flex arms for the anti-rotation detents were offset. The incorrect location caused the detents to be less flexible with respect to the outflow elbow threads. Attempting to connect the returned outflow graft attachment to a test outflow elbow found the screw ring could only be partially threaded before the resistance became too high to complete the connection by hand. No trends have been identified. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the MDR file on this event.